Event description:
It was reported that during inspection for use the gastrointestinal videoscope had intermittent noise occurrence. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on the scope cover unit a root cause could not be identified. Based on the results of the investigation, it is likely that the reportable failure was due to damage or deterioration, environmental issues such as dust, dirt, humidity, and ambient light, optical problems, compatibility issues, thermal issues, and electrical problems such as signal loss or circuit disconnection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from the customer.